Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states she feels well and does not require any medical attention at this time. The customer's expected blood results are 90-126mg/dl fasting. Verified the strips expire 01/22/2017. Customer confirms the strips were first opened (B)(6) 2015 and have been stored properly. Customer performed a back to back blood test 117mg/dl and 111mg/dl not fasting. Reviewed meter memory (B)(6). Customers concern:159mg/dl (B)(6) 2015 08:54:00 am fasting:yes. No adverse event reported.